Manufacturer narrative:
Concomitant medical devices: 620bg31 heart band implanted (B)(6) 2010.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited short v-vs and non-sustained ventricular tachycardia. The lead was capped and replaced. No patient complications have been reported as a result of this event.